Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door need recovery. A field service engineer (fse) addressed frequent srm failures. The remote manager was not found failed and the latch harness was reseated. The manager was tested several times with no issues found. Fse also assisted rx with the reported cubie pocket failure. The drawer and pockets were tested repeatedly, and all components tested and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door failed and require to recover storage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.